Manufacturer narrative:
Philips service reinstalled the os and application, restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the ippc intermittently fails to boot, preventing exposure on a allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.